Event description:
Stent would not deploy correctly when removing pin. A second device had to be used to complete the procedure. "As per complaint form": dr (B)(6) was trying to place a short 6cm stent to aid drainage on a suspected operable panc mass. Managed to pass a wire but noted brushings were extremely difficult. Upon attempting to deliver the stent, (B)(6) informed dr (B)(6) the deployment was irregularly stiff, but continued to the point of no return. When (B)(6) subsequently tried to remove the pin they couldn't fully remove and noted a small metal part coming from the back of the device. At this point the decision was taken to recapture the stent, which worked correctly, and use an alternative which deployed with no problems.

Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us. The 510(k) provided is of the device considered 'similar'. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. The device involved in the complaint was evaluated in the laboratory on 23rd may 2019. Multiple defects were observed. Joint between polyimide and cannula was found to be broken causing the tapered cannula protrusion out of the lock wire assembly. Evidence of glue observed on cannula. Upon evaluation of the returned device stent was partially deployed also as a result of joint breakage between polyimide and cannula. Prior to distribution all evo-fc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-6-b device of lot number c1585905 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1585905; upon review of complaints this failure mode has not occurred previously with this lot #c1585905. The instructions for use ifu0062-5 which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use ifu0062-5. A definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to patient anatomy, as noted in additional information received there was resistance felt passing through stricture. The lock wire couldn't be fully removed and a possible root cause could be attributed the joint breakage between polyimide and cannula. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaint is confirmed as the failure was verified in the laboratory. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us. The 510(k) provided is of the device considered 'similar'. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿difficulty in removing lockwire' stent would not deploy correctly when removing pin. A second device had to be used to complete the procedure. "As per complaint form": dr (B)(6) was trying to place a short 6cm stent to aid drainage on a suspected operable panc mass. Managed to pass a wire but noted brushings were extremely difficult. Upon attempting to deliver the stent, (B)(6) informed dr (B)(6) the deployment was irregularly stiff, but continued to the point of no return. When (B)(6) subsequently tried to remove the pin they couldn't fully remove and noted a small metal part coming from the back of the device. At this point the decision was taken to recapture the stent, which worked correctly, and use an alternative which deployed with no problems.